Event description:
It was reported that when the carrier was removed, much of the silicone adhesive was removed with the carrier and did not remain on the film, so it could not be used. A backup was available. No delay was reported.

Manufacturer narrative:
H3, h6: the device intended to be used in treatment was returned for evaluation. Establishing a relationship between the reported event. Visual inspection confirmed silicone offset remained on the carrier layer, functional evaluation confirmed reduced adherence, root confirmed as raw material issue. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture, the complaint history file contains further instances of the reported event. This investigation is now complete with no further action deemed necessary at this stage. Smith + nephew are taking further actions relating to the failure reported and continue to monitor for adverse trends. G1 MDR reporting contact name and address and phone number. H6: investigation findings and investigation conclusions.

Manufacturer narrative:
The device intended to be used in treatment was returned for evaluation. Establishing a relationship between the reported event. Visual inspection confirmed silicone offset remained on the carrier layer, functional evaluation confirmed reduced adherence, root confirmed as raw material issue. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture, the complaint history file contains further instances of the reported event. This investigation is now complete with no further action deemed necessary at this stage. Smith + nephew are taking further actions relating to the failure reported and continue to monitor for adverse trends